Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. A visual inspection revealed the packaged screw is part number 07.01707.024 however, the label on the package is for part number 07.01707.013. A review of the initial DHR indicated that the device was likely conforming when it left highridge medical¿s control. However, based on the inspection of the returned device, it is now known that the device was not conforming. The part looks to have gone through the bag and tag process where it was relabeled and it appears that the incorrect part number was entered on the label during this relabeling process. An internal nc and hhed have been initiated to further investigate the nonconformance. The complaint is confirmed for virage screw for the failure of the package label not matching the device when received. The failure could possibly be attributed to improper packaging practices related to product identification. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A distributor reported receiving three 4.0x26 polyaxial smooth shank screws in packaging labelled for 3.5x34 screws. This was discovered prior to surgical use and there was no patient involvement. This is report two of three for this event.

Event description:
A distributor reported receiving three 4.0x26 polyaxial smooth shank screws in packaging labelled for 3.5x34 screws. This was discovered prior to surgical use and there was no patient involvement. This is report two of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2025-00336 through 3012447612-2025-00338.